Event description:
The customer called technical support (ts) reporting that the device displayed check vent alarm proximal autozero failure 110a error code. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised the customer to replace solenoids 3 and 4 and provided the part number to resolve. Further information is pending.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding the repair and device operational status with no response from the reporter and therefore cannot be determined. A supplemental report will be submitted if new information is later obtained,